Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum iq pumps are experiencing frequent air in line alarms. The alarms are occurring more frequently when infusing fentanyl, versed, potassium phosphate and sodium phosphate. There was no known patient injury or medical intervention reported and no additional information is available.